Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report that on (B)(6) 2015, there was an unknown issue with the sensor that resulted in no readings after 5pm. No additional event or patient information is available..